Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error 1 which was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings:the meter remote was powered on with an immediate error 1 for a ram error. The meter was unable to pair with the pump due to the error 1 warnings which were unable to be cleared during testing.